Manufacturer narrative:
(B)(4). If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of a complaint that occurred in the united states. The customer reported no illumination. The customer stated the scope has no light involving pentax medical video colonoscope model ec-3890li, serial number (B)(4). There was no report of death, serious injury or other significant/important medical event. Additional information was provided by the user on 22-oct-2021 stating the user reported the event occurred during the diagnostic procedure. The user stated there were no patient/user injuries, adverse events, delay or medical intervention reported. The colonoscope was removed from circulation immediately after the event occurred and the procedure was completed using another scope. The facility follows procedural checks and reprocessing ifus. The customer owned endoscope was received by pentax medical for evaluation on 15-oct-2021. The endoscope was inspected by pentax medical service under service order (B)(4) and the technician confirmed the customer complaint as no image was visible and documented the following inspection findings: image blackout, passed dry leak test, air/ water nozzle glue missing, passed wet leak test, hole in # 2 remote control button cover. The device underwent repairs including the following components: o-rings and seals, pcb for ccd drive pb-free, electrical connector assy. The endoscope is awaiting repair completion and approved by final qc as 09-nov-2021. Model ec-3890li, serial number (B)(4) has been routinely serviced at a pentax facility since the device was put into service.